Event description:
Two trocars used during case both with same lot number defective. First trocar broke in two pieces when being placed. Both pieces retrieved and able to be placed together to verify no missing pieces. Second trocar from same lot number also disformed and created a problem causing difficulty advancing instrument through. Both trocars from lot 1522399 ref #ctr22. Two additional trocars opened with different lot numbers that functioned as expected.